Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye on (B)(6) 2011. A cortical lens opacity and low vault was observed on (B)(6) 2012. The lens was explanted and cataract surgery was performed, a iol was implanted. Pt's last visit on (B)(6) 2012, bcva 20/20.